Event description:
It was reported on that the vns patient began experiencing erratic stimulation from her device approximately five years following implant. The patient¿s device was noted to have migrated. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.